Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed "no prime" warnings associated with zero force.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 3pm. The patient stated she does not manage her diabetes with oral medication or insulin; however, after the alleged issue occurred, the patient indicated she continued with usual diabetes routine. Five minutes after the reported meter issue began the patient claimed she developed symptoms of sweating and her equilibrium being off. The patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient did not follow the correct blood glucose testing procedure (per owner's booklet). Per csr documentation, the csr educated the patient on coding the subject meter and the correct blood glucose testing procedure; the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.